Event description:
It is reported that the screw drive hex head was discovered broken during routine inspection.

Manufacturer narrative:
This report will be amended when our investigation is complete.